Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The reported fluid ingress was not confirmed as the heartmate mobile power unit (serial #: (B)(6) was not returned for analysis. Review of the submitted log file showed data spanning approximately 8 day (B)(6) 2021 per timestamp). On (B)(6) 2021 at 0:03:28 - 0:03:33, low voltage and no external power alarms activated due to a loss of ac power. The backup battery provided power during this time and the alarms cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 06oct2021 indicated that it is unknown if the ac power cord came loose at the outlet. It was also communicated that the mpu was returning based on findings from the hospital assessment; to date the mpu has not been returned. The root cause of the reported events were unable to be determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped outbound on 21nov2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that log file analysis captured multiple no external power alarms while the patient was on the mobile power unit. This was caused by power to the mobile power unit being briefly interrupted. Concern for water exposure related to flooding was noted.